Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 50-70 mg/dl. Bg cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Customer received assistance from paramedics and was treated with unspecified intravenous fluids. Recommendation was made to consult with a healthcare provider to discuss diabetes management.